Event description:
It was reported, the implantable neurostimulator (ins) and extension eroded through the patient¿s skins due to the patient being extremely thin. The ins and extension were removed. The patient was reimplanted with a new ins and extension on the left side. The ins was placed in the left chest with subfascial placement to prevent erosion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v149877, implanted: 2008 (B)(6); product type lead. (B)(4).